Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 29 mg/dl while using her damaged pump. Customer treated low blood glucose with glucose. This morning the blood glucose was 253 mg/dl and it treated with insulin pump. Customer declined troubleshooting for the high and low blood glucose. Customer noticed cracks at top of battery chamber. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address label, stained serial label and missing end cap sticker.